Event description:
It was reported that on an unknown date, the patient underwent a procedure for artificial disc replacement at c5-c6. The patient reported that a month later, she underwent emergency surgery due to hardware failure and a broken neck.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
Patient had MRI done on (B)(6) 2014, 3 weeks post-op. Patient presented with symptoms of bilateral arm pain, neck, extending to elbows, numbness, and tingling fingertips, decreased range of motion with headache. MRI notes: there are 7 cervical vertebral segments. Alignment is normal in the cervical spine. The cervicomedullary junction is unremarkable. At c2-c3, there are no significant findings. At c3-c4, there is no evidence of spinal or foraminal stenosis. The cord is midline. At c4-c5, there is subtle slight spurring off the right posterolateral disc margin. There is no significant foraminal or spinal stenosis. At c5-c6, artifact is present the disc, from prior surgery, discectomy. Artifact encroaches upon the anterior aspect of the thecal sac in the axial plane from the metallic susceptibility. It is difficult to determine if there is any degree of spinal stenosis at this level. At c6-c7, the disc is normal. There is no spinal or foraminal stenosis. At c7-t1, there are no significant findings. There is no evidence of focal cord mass or cord lesion. The cord is midline in the canal.